Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and failed. A review of the share logs was performed and a pairing failure was found within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be that the transmitter and app were unable to establish a connection. The reported event of a pairing failure is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be that the transmitter and app were unable to establish a connection. The reported event of a pairing failure is reportable based on the finding of the signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional h2: additional information/correction h3: device evaluated by manufacturer ¿ additional h6: type of investigation - additional/correction: remove code 213 & 67 and replace with correct codes: 3248 & 4307.

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).